Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced intermittent audio output. Dexcom technical support advised patient to test the auditory functionality of device on (B)(6) 2013. Patient confirmed with dexcom technical support that there was no audio only vibration.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio output. The root cause was determined to be a defective speaker sub-assembly.